Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal) was explanted from one eye due to dissatisfaction with the targeted and achieved refractive result. Rxsight's first awareness of this event was on 07/11/2024.